Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed. Concomitant medical device(s): 320-10-05, (B)(4), equinoxe reverse tray adapter plate tray +5.

Event description:
As reported, approximately 4 months postop the initial right tsa, the (B)(6) y/o male was revised due to dislocation. Patient was seen by physician for a regular postop visit, no problem reported at that time. Device was not returned.

Manufacturer narrative:
Section h11: the following sections have corrected information: (d4) serial number: (B)(6), expiration date: 11-jan-2024. (D11) concomitant device(s): 320-20-00, 5884479 - eq reverse torque defining screw kit. 320-10-00, 5888781 - equinoxe reverse tray adapter plate tray +0. (H4) device manufacture date: 14-jan-2019.